Event description:
Information was received from a patient. It was reported that they were experiencing stimulation in the wrong location. The patient stated that they needed stimulation in their back and down their right leg; however, they were only feeling it in the right side of their abdomen. It was noted that the issue started two days prior to the date of this report and the patient didn¿t intend to follow up with any healthcare provider (hcp). No further complications were reported or anticipated. Indications for use are spinal pain and radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.